Manufacturer narrative:
Patient information was not available at the time of this report. Further investigation finds this is an isolated issue which was resolved with further on-site training. System operating normally.

Event description:
A medtronic ent representative reported intermittent inaccuracies with various probes while in an ent procedure. As reported, "sometimes they're dead on, sometimes they're not." It is unknown whether the instruments track correctly in one area and track poorly in another or intermittently track poorly in the same area. Only one surgeon is experiencing this issue at the site. No patient harm reported.